Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, the pacemaker exhibited noise over-sensing in the right atrial channel on stored electrocardiograms (egm). No intervention was performed, and the patient will continue to be monitored. The patient was in stable condition.